Event description:
It was reported that bd precisionglide¿ specialty use sterile hypodermic needle had foreign matter on the tip of the needle. No serious injury or medical intervention was reported. Verbatim: "material no: 305106. Batch no: 7264532. It was reported that physician discovered a piece of fuzz on the tip of the needle. Per complaint description: on (B)(6) 2018, regeneron qa received the following product complaint: the reporter stated the physician stated there was a little piece of fuzz on the tip of the injection (30 gauge) needle so the eylea was not administered to the patient. When was the foreign matter noticed: while priming the injection needle can you describe the foreign matter in terms of shape/color/size? Little piece of fuzz noted on the metal shaft of the needle"

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Date of event: unknown. Initial reporter: address unavailable. Bd corporate address used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ specialty use sterile hypodermic needle had foreign matter on the tip of the needle. No serious injury or medical intervention was reported. Verbatim: "material no: 305106 batch no: 7264532. It was reported that physician discovered a piece of fuzz on the tip of the needle. Per complaint description: on december 3, 2018, regeneron qa received the following product complaint: the reporter stated the physician stated there was a little piece of fuzz on the tip of the injection (30 gauge) needle so the eylea was not administered to the patient. When was the foreign matter noticed: while priming the injection needle can you describe the foreign matter in terms of shape/color/size? Little piece of fuzz noted on the metal shaft of the needle".